Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Sensor plug is properly seated in the mount and no physical damage is observed on the sensor patch. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21). No failure modes were observed with the sensor plug upon visual inspection. The sensor was further investigation and sensor was de-cased. Performed internal visual inspection on the de-cased reader no issues were observed. The returned battery voltage was measured to be within specifications. Therefore, this issue is confirmed to brown out reset. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A unspecified error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced dizziness, sweating, fainting, a seizure, a loss of consciousness and was unable to self-treat, requiring healthcare professional administration of glucose injection for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A unspecified error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced dizziness, sweating, fainting, a seizure, a loss of consciousness and was unable to self-treat, requiring healthcare professional administration of glucose injection for treatment. There was no report of death or permanent impairment associated with this event.